Event description:
We received a complaint on a boston scientific guide wire that was being used with an abbott xience stent. The customer, (B)(6) medical center has returned the stent to boston scientific. There was no issue with the xience stent delivery system (sds). The account confirmed that the issue was with the guide wire only. Returned device analysis found that the distal shaft was torn at the guide wire exit notch for a length of 7mm. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the 2.25x12mm xience nano was returned to abbott vascular by boston scientific. Follow-up information received from the account revealed that there were no issues/malfunctions during use of the returned device and that it was inadvertently returned to boston scientific with a complaint for one of their guide wires. Based on visual analysis of the returned device, there is no indication of a product deficiency. Reviews of the lot history record and complaint history of the reported lot were not performed because there were no reported device malfunctions or patient effects associated with the device. Based on the information reviewed, there is no indication of a product deficiency.